Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on helix mechanism; full lead returned and analyzed.

Event description:
It was reported that during the physician's attempted to implant the lead in the patient's right atrium, they found the atrium to be "dead". The physician removed the lead and it was returned. A different lead model was implanted. There were no patient complications reported as a result of this event.